Event description:
Reporter alleged that the third pin on the meter was melted. There was also some discoloration of the plastic around that area. No actions taken based on device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.